Event description:
In 2008, the pt reported that on the morning of 09/18/08, she noticed her new insulin infusion device was "getting warm" while in the run mode. She stated the device would cool when placed in stop for her to take a bath. She stated by four days earlier, the device was warmer and she believes it affected the quality of her insulin which caused her to have elevated blood glucose readings up to 413 mg/dl. Her normal blood glucose range is 110-130 mg/dl. The pt was assisted in switching to her backup infusion device. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.